Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced optical signal issues, which resolved through console replacement. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The product was not returned. The root cause of the failure to detect an optical pump was due to lack of programming of the pmd bit. This report is being filed as part of a retrospective review of historical records.